Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles will not complete the injection. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding every 2-3 pen needle will not complete the injection. Does not complete a flow check. Date of event unknown this box.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles will not complete the injection. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding every 2-3 pen needle will not complete the injection. Does not complete a flow check. Date of event unknown this box.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.